Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s left ventricular lead exhibited low impedance. The patient would be further monitored. The patient was in stable condition.